Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. During explant the left ventricular (lv) lead fractured and the tip of the lead remained in the patient. Multiple attempts were made to retrieve the remaining piece of the lead, but they were unsuccessful. No further patient complications have been reported as a result of this event.